Event description:
This event happened to a female patient who had an asd. The physician selected this 16mm asd device to occlude the patient's asd after measuring the defect size by using both tee and sizing balloon. The device migrated to the right upper pulmonary artery after detaching the device. As a result, the device was surgically removed and the defect was surgically closed during open heart surgery.

Manufacturer narrative:
Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Review of the cath lab report by aga medical's senior research and development scientist was inconclusive, due to the limited information received. Device embolization with surgical removal is a known adverse event (IFU section 6.3). Physicians must be prepared to deal with urgent situations, which require removal of embolized devices that result in critical hemodynamic compromise. This includes the availability of an on-site surgeon (IFU section 4.3).